Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch # z7047r. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. During the analysis, the device was cycled and it fed and formed twelve (12) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The reported event could not be confirmed; the device functioned normally during laboratory testing, and no product defects were identified. However, procedural or use related factors that could not be reproduced in the laboratory may have contributed to the incident. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. Device history review: a manufacturing record evaluation was performed for the finished device batch z7047r number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, that the clip would no it fully close on tissue. There was no patient consequence reported.